Event description:
The customer reported via phone calll that the interior of their battery cap was damaged. Customer stated the damage prevented the insulin pump from turning on. The customer's blood glucose was 159 mg/dl. The customer will be sent a replacement battery cap. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.